Event description:
Spontaneous messaging: patient informed us that it took 4 tries to get the needle into the vein and the 1st three hurt a lot more than they ever do. The last attempt, instead of using a needle from the shipment I got yesterday, I got a needle from a previous shipment and it worked like they always does, perfectly, no big deal. Lot number and expiration date of needles unknown. Unknown if pt still has defective needle on hand for return. Possible defective lot for needle. Reported to (B)(6) by pt/caregiver.